Event description:
A malfunction was reported on a pump. There was no adverse impact to the customer's blood glucose level. Technical support provided information for resetting the pump and assisted the customer with the process. After the reset, the malfunction did not recur, and the customer was advised to continue using the pump, with instructions to contact support if the issue reappears.